Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm, motor error alarm or unexpected black circle anomaly during our testing noted. The motor passed motor test. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 9.7 mmol/l at the time of the incident. Customer had a black circle and changed the infusion set and site. Customer stated that prior to that, she had a motor error alarm. Customer tested and was able to get the pump working again. Customer can't get rid of the black circle. Customer has tried changing the infusion set several times and has done troubleshooting for the no delivery alarms. Customer was able to change the infusion set, reservoir, and insulin to resolve the issue. Customer stated that the tubing was not bent or kinked. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.